Event description:
It was reported that the turbinator wand sparked during a procedure. The sparking occurred after the doctor tried to activate it in the nose and got no response, it was pulled out of the nose and activated where it sparked. The procedure was completed using a backup device. There were no reported injuries to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue/blood present on and under the electrodes. There is a significant amount of discoloration present on the spacer. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings on the controller and performed as intended. During activation, an orange glow was present which is normal as this is the formation of plasma. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation there were ¿sparks¿ emitted which would conclude that there is no electrical disturbance related to the wand. Functional testing concluded that there is no electrical disturbance related to the wand and the wand performed as intended; therefore, the complaint could not be verified. Several factors could contribute to the reported event such as: the device burning off residual fluid on the distal tip which may be perceived as ¿sparking¿, or the tip may have come into contact with a metal object. The instruction for use (¿IFU¿) contains warnings and precautionary statements to adhere to during activation of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.